Manufacturer narrative:
It was reported that a hl20 rpm is displaying the error message: direct. The issue was observed during preventive maintenance. No harm to any person was reported. This error message leads to a pump stop and indicates that the pump has turned (1/4 turn) in the wrong direction. A getinge field service technician (fst) was sent for investigation and repair. The optical tacho board was found to be replaced. No parts were replaced yet as the customer has not accepted the repair yet. Due to the age of the device (15 years old) the most probable root cause was determined as aging of the optical tacho board. The root cause can further be linked to hl20 risk assessment: (total) fail of device because of: - defective tacho, relay or pump belt. The review of the non-conformities has been performed on 2025-03-25 for the period of 2009-10-30 to 2025-03-22. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2009-10-30. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure error message: direct could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4)

Manufacturer narrative:
The event occurred in india. It was reported that a hl20 rpm is displaying the error message ¿direct¿. The issue was observed during preventive maintenance. No harm to any person was reported. A getinge field service technician (fst) was sent for investigation and repair. The optical tacho board found to be replaced. The repair is ongoing. As soon as new information becomes available a follow up medwatch will be submitted. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl20) has been manufactured on 2009. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in india. It was reported that a hl20 rpm is displaying the error message ¿direct¿. The issue was observed during preventive maintenance. No harm to any person was reported. This error message leads to a pump stop and indicates that the pump has turned (1/4 turn) in the wrong direction. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).